Event description:
The device was used during an open lung biopsy. Reportedly, the staples did not form properly and the knife blade did not transect. No pt injury was reported. Another device was used to finish the procedure.